Event description:
Caller reported a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer loaded a new cartridge successfully resume insulin therapy.